Event description:
During an arthroscopy procedure to repair a medial meniscus tear of the knee, the tip of the trocar cannula broke off. The metal tip was found and removed from the knee. Further info from rn states that there was a delay of over one-hour to the case. No pt injury or complications took place.